Event description:
An impella 5.5 device was inserted via the right axillary artery in a 60 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. During support, a high purge pressure/purge system blocked alarm was reported. The purge cassette was exchanged; however, purge pressure remained greater than 1000 millimeters of mercury and purge flow was 1 milliliter per hour. Tissue plasminogen activator was utilized as an off-label intervention for the high purge pressure to mitigate the impact of biomaterial within the motor. Despite approximately 18 hours of thrombolytic therapy, the purge system issue did not resolve. It was unknown whether the patient's activated clotting time was between 160 and 180 seconds around the time of the event, and it was also unknown whether any purge line tubing kinks were observed. While on support, the impella 5.5 device was operating at performance level 9 with expected flows of 5.5 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient was successfully weaned, and the device was explanted following unsuccessful tissue plasminogen activator therapy. No adverse clinical impact to the patient was reported. The patient survived to explant with no additional adverse events noted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.